Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant the left ventricular lead exhibited unacceptable thresholds. The lead was not used and a new lead was implanted. The patient was stable and would continue to be monitored.